Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an electrode extrusion in the extrernal auditory canal. The patient was re-implanted with another cochlear device during the same surgery.